Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 31 months of implant duration. The device was programmed to high output settings and the patient received frequent therapy, likely leading to the end of life (eol) battery status. A fault code was observed at the time of replacement, indicating extended charge times. The device was replaced without noted incident to the patient.